Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Complaint has been evaluated and the alleged issue was addressed with tandem technical support. No product being returned for evaluation. The information has been added to the database for trending purposes. Trends will continue to be monitored.